Event description:
A report was received that the patient was having swelling, redness, tenderness and felt soreness at the ipg site. It was reported that the patient had a non-device related lupus and they felt that there was a possible infection that was traveling to the midline incision site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient had many underlying comorbidities, which caused them to suspect infection. The explanted devices were not returned to bsc.

Event description:
A report was received that the patient was having swelling, redness, tenderness and felt soreness at the ipg site. It was reported that the patient had a non-device related lupus and they felt that there was a possible infection that was traveling to the midline incision site. The patient will undergo an explant procedure.

Manufacturer narrative:
Concomitant medical products: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm; model#: sc-4319, lot #: 19706979, description: clik x MRI anchor. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having swelling, redness, tenderness and felt soreness at the ipg site. It was reported that the patient had a non-device related lupus and they felt that there was a possible infection that was traveling to the midline incision site. The patient will undergo an explant procedure.